Manufacturer narrative:
(B)(4). The reporter stated that the patient's height was 160 cm. The unknown lot number could have been produced in either (B)(4) . The addresses for both manufacturing sites are: baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set would not flow. This occurred during infusion of packed red blood cells after chemotherapy; the device was being used with an unknown infusion pump. The reporter stated that they had a problem with ¿the second chamber of the blood tubing filling with air and not dripping from the first chamber.¿ it was reported that the set had been primed ¿appropriately,¿ including inverting the filter to ensure saturation. It was further reported that the air did not reach the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.